Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock from the device. The episode showed non-physiological artifacts that were oversensed. Technical services discussed the artifact was not consistent with electromagnetic interference (emi), so it was not related to the patient using a phone at the time of the shock, and appeared more likely to be a compromised electrode. Technical services recommended troubleshooting to see if the noise could be recreated and to perform x-rays to review system placement and electrode integrity. Device data was requested for a more thorough analysis. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. Additional information was provided via email by the patient, who was from germany but was staying in thailand for two months. The patient reported receiving a second shock about four days later while lying down and using a tablet. The patient presented to the local emergency room (ER) and was transported by ambulance to another facility. The device was interrogated and the health care professional (hcp) stated that the device was set too sensitively and could therefore be triggered even in the vicinity of electrical appliances. A specialist was supposed to arrive from (B)(6) to adjust the device settings, but no specialist attended the patient. The patient was told they had irregular heartbeats and was subjected to an angiography, which showed no abnormalities. At this time, the second shock episode has not been provided for technical services review. Technical services emailed the patient to clarify that the s-ICD did not have a programmable sensitivity, recommended sending a remote interrogation if they had their remote monitoring communicator in thailand with them, and requested to know the patient's current location so a local boston scientific representative could support a device follow up to determine the cause of the inappropriate shock therapy. A new email was sent stating the patient has received a third shock from the device. The patient is in thailand in (B)(6) (1.5 hours north of phuket airport). The local distributor saw the patient at (B)(6) on (B)(6). The sensing vector was reprogrammed from primary to secondary with a gain of 2x. It was noted the amplitudes were small, which could cause the smart pass feature to disable. It was recommended that the patient follow up with their device physician when they returned to germany. No additional adverse patient effects were reported. The device and electrode remain implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The electrode was not returned for analysis as it remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode received an inappropriate shock from the device. The episode showed non-physiological artifacts that were oversensed. Technical services discussed the artifact was not consistent with electromagnetic interference (emi), so it was not related to the patient using a phone at the time of the shock, and appeared more likely to be a compromised electrode. Technical services recommended troubleshooting to see if the noise could be recreated and to perform x-rays to review system placement and electrode integrity. Device data was requested for a more thorough analysis. No adverse patient effects were reported outside of the inappropriate shock that was received. The device and electrode remain implanted and in service. Additional information was provided via email by the patient, who was from germany but was staying in thailand for two months. The patient reported receiving a second shock about four days later while lying down and using a tablet. The patient presented to the local emergency room (ER) and was transported by ambulance to another facility. The device was interrogated and the health care professional (hcp) stated that the device was set too sensitively and could therefore be triggered even in the vicinity of electrical appliances. A specialist was supposed to arrive from bangkok to adjust the device settings, but no specialist attended the patient. The patient was told they had irregular heartbeats and was subjected to an angiography, which showed no abnormalities. At this time, the second shock episode has not been provided for technical services review. Technical services emailed the patient to clarify that the s-ICD did not have a programmable sensitivity, recommended sending a remote interrogation if they had their remote monitoring communicator in thailand with them, and requested to know the patient's current location so a local boston scientific representative could support a device follow up to determine the cause of the inappropriate shock therapy.